Manufacturer narrative:
(B) (4). (B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that during the procedure in the heavily calcified, mid right coronary artery (rca), after pre-dilatation, the xience v stent system was advanced to the lesion, but could not cross. The non-abbott guiding catheter was pushed further toward the lesion while a second attempt was made to advance the stent system. However, the stent dislodged in the rca. The stent system was removed and the stent was successfully retrieved from the anatomy using a snare device and forceps. Coronary artery bypass surgery was performed to complete the procedure. Though requested, no additional info has been provided.